Event description:
Patient was treated for a distal tibial extracapsular fracture and implanted plate and screws on (B)(6) 2012. X-rays show the rehabilitation progressed and the synostosis went well. Patient was returned to the operating room on (B)(6) 2012 for a planned removal of the hardware. All screws came out easily except one (1). The screw was difficult to remove and an x-ray showed the screw to be bent. The surgeon turned the plate to remove the screw. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the investigation of the complained parts shows that the thread of the locking screw is completely jammed in the plate. Such occurrences are known phenomena for such devices. It could be possible that the screw was inserted under power without using torque limiting attachment or micro moving during healing process may have led to fretting of the threads. It is also visible that the shaft of the screw is bent. We assume that this deformation occurred during forcible removal procedure. Reviewing the manufacturing and material documentation of the complained devices shows full conformity as well. No product fault could be detected. The manufacturing records were reviewed and no complaint related issues were found.